Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was connected to the dexcom app but was not communicating with the ilet bionic pancreas, indicating signal loss between the cgm and the pump; troubleshooting steps were provided, with instruction to restart the pump if the issue persisted. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on health or therapy interruption. User support included customer care troubleshooting and education focused on bluetooth connectivity steps. Investigation of this case revealed a suspected communication disruption between the dexcom g7 and the ilet without evidence of device alarm or malfunction on the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or pairing conflict rather than a device hardware failure.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.